Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. The target lesion was located in the moderately tortuous proximal to mid right coronary artery. A 4.00 x 24 synergy drug-eluting stent was advanced but failed to cross and got caught on the "not crimpy" proximal part of the previously implanted non-bsc stent that was not well apposed to the vessel. The physician withdrew the synergy stent into the guide catheter but the stent was detached from the balloon. A snare was used to retrieve the detached stent and when the stent was examined, it was deformed a little. Balloon inflation for the lesion was then performed and intravascular ultrasound (ivus) was done upon closing the procedure. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that angiography was performed and there was no stent inside the patient's body.

Manufacturer narrative:
Device evaluated by MFR: the stent had detached from the balloon and was returned for analysis attached to a snare which was inserted through a guide catheter. The stent delivery system (sds) was not returned. A visual examination of the stent found the stent severely damaged, with struts distorted, stretched and bunched. Struts on the first three distal rows are not damaged. Struts on the proximal side are wrapped around the snare. There are no signs of breakage of struts and no sharp edges. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was further reported that angiography was performed and there was no stent inside the patient's body.